Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events. 3 events were reported for this quarter. Product return status. 3 devices were received. Evaluation findings (results/components). 1 device: wear problem / bearings. 1 device: wear problem / part/component/sub-assembly term not applicable. 1 device: fracture problem / bearings. Product disposition. 3 devices: scrapped by stryker. Additional information. 3 devices were not labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 3 events for the failure: fracture. 2 events had problem identified during non-clinical procedure; there was no patient involvement. 1 event had problem identified before clinical use/exposure; there was no patient involvement.